Event description:
Information received with return of the explanted device notes that the patient had pacemaker syndrome and exit block. The device exhibited high capture thresholds at 3.25v and low senssing thresholds at 1.0mv.